Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that the boom of the hoyer presence broke off while I resident was on it. Sn (B)(6). Facility rep stated this has happened in the past with another hoyer lift. He was not a witness to the event, but the don was. Her name is listed below. He also stated the resident was not hurt as she fell directly into a chair that was placed under her. The lift is not in service was moved outside. Complaint # (B)(4) was entered into our system.